Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.00mm x 20mm was returned for analysis. Visual and tactile examination of hypotube shaft identified no issues. No kinks or damages identified with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a leak coming from the pinhole 2mm proximal to the distal markerband. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 03apr2025. It was reported that crossing difficulties were encountered. A 3.00mm x 20mm nc emerge balloon catheter was advanced but failed to pass through the angle due to the resistance. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.